Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement. The configuration was reprogrammed to single-coil and shock impedance was within normal range. A follow-up was scheduled for three months. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.